Event description:
During a lap cholecystectomy procedure, while deploying the clip under normal conditions, a piece of metal sheared off into the patient and this resulted in a malformed clip. The piece was described as the part that pulls the jaws together. The metal piece was removed by the surgeon without difficulty. The incident occurred on either the 5th or 6th firing. The case was already finished at this point and there were no patient consequences. A cholangiography had been performed, and the catheter was secured using this device.